Event description:
Subsequent to filing the initial MDR, the following information was received: the target lesion was located in the proximal descending aorta with mild calcification. There was no clinically significant delay in procedure; however, the xience prime stent delivery system did not pass and had to be changed to a non-abbott stent which took 5 minutes.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly, the patient presented with precardial pain resulting in treatment of the coronary trunk disc with calcification. A hi-torque pilot 50 guide wire was able to cross the lesion. An attempt was then made to cross the lesion with a xience v stent 2.75 x 33; however, it failed to cross and resulted in a thrombosis which was treated with aspiration and medication. The xience v stent was replaced with a non-abbott stent. The procedure lasted 90 minutes and reportedly treatment of the thrombosis caused a clinically significant delay in procedure. No adverse patient effects were reported. Outcome of patient was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: pilot 50; guide catheter: ebu medtronic. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.